Event description:
Procedure type: thoracic. According to the reporter: the needle separated from the strand while suturing, leaving part of the needle in the wound. The wound had to be reopened, the needle sourced and removed and then patient was re-sutured.

Manufacturer narrative:
.